Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device interrogation showed a number of fvt and at/af episodes and a few asystole events that did not "look real". The sensitivity of the device was re-programmed to address the issue. No further complaints or complications were reported. The device remains implanted and in use.